Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not working properly. There was no reported impact to the customer's blood glucose level. The customer declined troubleshooting with tandem technical support so further information could not be obtained.